Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, sleep current measurement and active current measurement. However, unable to verify unexpected battery power loss and download power management graph, problem isolated to electrical board.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did received low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated it was second occurrence of replaced battery alarm in less than 8 hours after a low battery warning. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.